Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the right-hand side, pain as bad as childbirth') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), 8 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("continuous bleeding of 25 and 30 days, bleeding for 1.5 years"), allergy to metals ("allergic to nickel"), urticaria ("hives"), pelvic discomfort ("still lives with discomfort in spite of having had surgery"), urinary tract infection ("urinary tract infections"), tooth loss ("lost all dental parts, my teeth fell out"), alopecia ("hair loss"), fatigue ("daily fatigue") and mood swings ("mood swing") and was found to have weight increased ("I ended up weighing 120 kg"). The patient was treated with surgery (essure removal, uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain and pelvic discomfort had not resolved and the genital haemorrhage, allergy to metals, urticaria, urinary tract infection, tooth loss, alopecia, fatigue, weight increased and mood swings outcome was unknown. The reporter considered allergy to metals, alopecia, fatigue, genital haemorrhage, mood swings, pelvic discomfort, pelvic pain, tooth loss, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: initial interview: she had nickel allergy when the essure was placed. She asked: does this device has anything to do with any allergies? And they assured her that no, it was completely hypoallergenic. Essure was removed (unknown data). Follow up - internet article women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿ el periódico de españa: ¿I had bleeding for a year and a half, I ended up weighing 120 kg, I had hives, urinary tract infections, pain as bad as childbirth, my teeth fell out¿ I did not know until this year that it was caused by my allergy to this device, which contains nickel!¿ explains (B)(6). ¿all women affected have had to have surgery. I¿ve had my uterus and fallopian tubes removed, and they don¿t yet know if they will have to remove my ovaries". She is working with her lawyers to receive compensation and, despite having had surgery, still lives with ¿discomfort¿ 10 years on. Most recent follow-up information incorporated above includes: on 28-oct-2021: follow up via internet article el periódico de españa / de catalunya: similar to tubal ligation - women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿: consumer's age was added events added: weight increased, urticaria, urinary tract infections, discomfort on 29-oct-2021: ha number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the right-hand side, pain as bad as childbirth') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), 8 days after insertion of essure. In (B)(6) 2021, the patient experienced allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced pelvic discomfort ("still lives with discomfort in spite of having had surgery"), dysmenorrhoea ("painful periods"), urticaria ("hives"), heavy menstrual bleeding ("continuous bleeding of 25 and 30 days, bleeding for 1.5 years, heavy periods"), breast mass ("breast lumps"), urinary tract infection ("urinary tract infections"), nausea ("nausea"), tooth loss ("lost all dental parts, my teeth fell out"), alopecia ("hair loss"), fatigue ("daily fatigue") and mood swings ("mood swing") and was found to have weight increased ("I ended up weighing 120 kg"). The patient was treated with surgery (essure removal, uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain had not resolved, the pelvic discomfort, dysmenorrhoea, allergy to metals, urticaria, nausea, alopecia, fatigue and mood swings was resolving, the heavy menstrual bleeding had resolved and the breast mass, urinary tract infection, tooth loss and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, breast mass, dysmenorrhoea, fatigue, heavy menstrual bleeding, mood swings, nausea, pelvic discomfort, pelvic pain, tooth loss, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: initial interview: she had nickel allergy when the essure was placed. She asked: does this device has anything to do with any allergies? And they assured her that no, it was completely hypoallergenic. Essure was removed (unknown data). Follow up - internet article women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿ el periódico de españa: ¿I had bleeding for a year and a half, I ended up weighing 120 kg, I had hives, urinary tract infections, pain as bad as childbirth, my teeth fell out¿ I did not know until this year that it was caused by my allergy to this device, which contains nickel!¿ she explains. ¿all women affected have had to have surgery. I've had my uterus and fallopian tubes removed, and they don't yet know if they will have to remove my ovaries". She is working with her lawyers to receive compensation and, despite having had surgery, still lives with ¿discomfort¿ 10 years on. In a radio program she stated that she feels a bit better after the essure removal, but some pain still persists. Her work life was also not spared, ¿I have been off sick for a year and a half.¿ diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2021: allergy to nickel. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the right-hand side, pain as bad as childbirth') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), 8 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("continuous bleeding of 25 and 30 days, bleeding for 1.5 years"), allergy to metals ("allergic to nickel"), urticaria ("hives"), pelvic discomfort ("still lives with discomfort in spite of having had surgery"), urinary tract infection ("urinary tract infections"), tooth loss ("lost all dental parts, my teeth fell out"), alopecia ("hair loss"), fatigue ("daily fatigue") and mood swings ("mood swing") and was found to have weight increased ("I ended up weighing 120 kg"). The patient was treated with surgery (essure removal, uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain and pelvic discomfort had not resolved and the genital haemorrhage, allergy to metals, urticaria, urinary tract infection, tooth loss, alopecia, fatigue, weight increased and mood swings outcome was unknown. The reporter considered allergy to metals, alopecia, fatigue, genital haemorrhage, mood swings, pelvic discomfort, pelvic pain, tooth loss, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: initial interview: she had nickel allergy when the essure was placed. She asked: does this device has anything to do with any allergies? And they assured her that no, it was completely hypoallergenic. Essure was removed (unkown data). Follow up - internet article women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿ el periódico de españa: ¿I had bleeding for a year and a half, I ended up weighing 120 kg, I had hives, urinary tract infections, pain as bad as childbirth, my teeth fell out¿ I did not know until this year that it was caused by my allergy to this device, which contains nickel!¿ explains (B)(6) . ¿all women affected have had to have surgery. I¿ve had my uterus and fallopian tubes removed, and they don¿t yet know if they will have to remove my ovaries". She is working with her lawyers to receive compensation and, despite having had surgery, still lives with ¿discomfort¿ 10 years on. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain on the right-hand side, pain as bad as childbirth") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 8 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). In (B)(6) 2021 she experienced allergy to metals ("allergic to nickel"). On unknown date she experienced pelvic discomfort ("still lives with discomfort in spite of having had surgery"), dysmenorrhoea ("painful periods"), urticaria ("hives"), heavy menstrual bleeding ("continuous bleeding of 25 and 30 days, bleeding for 1.5 years, heavy periods"), breast mass ("breast lumps"), urinary tract infection ("urinary tract infections"), nausea ("nausea"), tooth loss ("lost all dental parts, my teeth fell out"), alopecia ("hair loss"), fatigue ("daily fatigue"), mood swings ("mood swing") and genital haemorrhage ("I had bleeding for a year and a half") and was found to have weight increased ("I ended up weighing 120 kg"). The patient was treated with surgery (essure removal, uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic discomfort, dysmenorrhoea, allergy to metals, urticaria, nausea, alopecia, fatigue and mood swings were resolving, the heavy menstrual bleeding had resolved and the pelvic pain had not resolved. The outcomes for breast mass, urinary tract infection, tooth loss, weight increased and genital haemorrhage were unknown. The reporter considered allergy to metals, alopecia, breast mass, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, mood swings, nausea, pelvic discomfort, pelvic pain, tooth loss, urinary tract infection, urticaria and weight increased to be related to essure administration. The reporter commented: initial interview: she had nickel allergy when the essure was placed. She asked: does this device has anything to do with any allergies? And they assured her that no, it was completely hypoallergenic. Essure was removed (unknown data). Follow up - internet article women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿ el periódico de españa: ¿I had bleeding for a year and a half, I ended up weighing 120 kg, I had hives, urinary tract infections, pain as bad as childbirth, my teeth fell out¿ I did not know until this year that it was caused by my allergy to this device, which contains nickel!¿ she explains. ¿all women affected have had to have surgery. I¿ve had my uterus and fallopian tubes removed, and they don¿t yet know if they will have to remove my ovaries". She is working with her lawyers to receive compensation and, despite having had surgery, still lives with ¿discomfort¿ 10 years on. In a radio program/newspaper she stated that she feels a bit better after the essure removal, but some pain still persists. Her work life was also not spared, ¿I have been off sick for a year and a half.¿ all of us affected have had to undergo surgery. They removed my uterus and tubes. And they don't know if they will have to remove my ovaries, she adds. Although she is already operated on, 10 years later she still has discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in (B)(6) 2021: allergy to nickel quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-may-2024: new event genital bleeding added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the right-hand side, pain as bad as childbirth') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), 8 days after insertion of essure. In (B)(6) 2021, the patient experienced allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced pelvic discomfort ("still lives with discomfort in spite of having had surgery"), dysmenorrhoea ("painful periods"), urticaria ("hives"), heavy menstrual bleeding ("continuous bleeding of 25 and 30 days, bleeding for 1.5 years, heavy periods"), breast mass ("breast lumps"), urinary tract infection ("urinary tract infections"), nausea ("nausea"), tooth loss ("lost all dental parts, my teeth fell out"), alopecia ("hair loss"), fatigue ("daily fatigue") and mood swings ("mood swing") and was found to have weight increased ("I ended up weighing 120 kg"). The patient was treated with surgery (essure removal, uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain had not resolved, the pelvic discomfort, dysmenorrhoea, allergy to metals, urticaria, nausea, alopecia, fatigue and mood swings was resolving, the heavy menstrual bleeding had resolved and the breast mass, urinary tract infection, tooth loss and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, breast mass, dysmenorrhoea, fatigue, heavy menstrual bleeding, mood swings, nausea, pelvic discomfort, pelvic pain, tooth loss, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: initial interview: she had nickel allergy when the essure was placed. She asked: does this device has anything to do with any allergies? And they assured her that no, it was completely hypoallergenic. Essure was removed (unknown data). Follow up: internet article women affected by the essure contraceptive device: ¿we are sick of being called the crazy coil women¿ el periódico de españa: ¿I had bleeding for a year and a half, I ended up weighing 120 kg, I had hives, urinary tract infections, pain as bad as childbirth, my teeth fell out¿ I did not know until this year that it was caused by my allergy to this device, which contains nickel!¿ she explains. ¿all women affected have had to have surgery. I¿ve had my uterus and fallopian tubes removed, and they dont yet know if they will have to remove my ovaries". She is working with her lawyers to receive compensation and, despite having had surgery, still lives with ¿discomfort¿ 10 years on. In a radio program she stated that she feels a bit better after the essure removal, but some pain still persists. Her work life was also not spared, ¿I have been off sick for a year and a half.¿ diagnostic results (normal ranges are provided in parenthesis if available): allergy test in (B)(6) 2021: allergy to nickel. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed most recent follow-up information incorporated above includes: on 19-nov-2021: online text of local radio emission was found. Consumer's year of birth added. Medical history added: para 3. Events added: nausea breast mass, dysmenorrhea. Event genital hemorrhage was specified to heavy menstrual bleeding. Outcome added to several events. Test added for nickel allergy. Comment added: she feels a bit better after essure removal with fallopian tubes and uterus. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain on the right-hand side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion intervention required), 8 days after insertion of essure. On an unknown date, the patient experienced tooth loss ("lost all dental parts"), alopecia ("hair loss"), allergy to metals ("allergic to nickel"), fatigue ("daily fatigue"), mood swings ("mood swing") and genital haemorrhage ("continuous bleeding of 25 and 30 days"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain had not resolved and the tooth loss, alopecia, allergy to metals, fatigue and mood swings outcome was unknown. The reporter considered allergy to metals, alopecia, fatigue, genital haemorrhage, mood swings, pelvic pain and tooth loss to be related to essure. The reporter commented: she informed she had nickel allergy when the essure was placed, she asked does this device has anything to do with any allergies? And they assured her that no, it was completely hypoallergenic. Essure was removal with fallopian tubes and uterus (unknown data). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.